Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caregiver reported the customer received unspecified high sensor reading when compared to the reading obtained with a stripe test. Consequently, the customer experienced symptoms described as being ¿unwell¿, weakness, and a loss of consciousness and was unable to self-treat. The customer was treated with oral glucose by a nurse and his wife and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is based on the caller's report of "(B)(6) 2019". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caregiver reported the customer received unspecified high sensor reading when compared to the reading obtained with a stripe test. Consequently, the customer experienced symptoms described as being ¿unwell¿, weakness, and a loss of consciousness and was unable to self-treat. The customer was treated with oral glucose by a nurse and his wife and no further treatment was reported. There was no report of death or permanent injury associated with this event.